Event description:
A customer reported a system message was displayed causing the system to lock during a procedure. The surgery was unable to competed. Multiple attempts have been made to retrieve add'l info but none has been received to date.

Manufacturer narrative:
The company rep examined the system and replaced the table top illuminator. The system was then tested and met all product specs. The illuminator has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).